Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubie drawers failed. A field service engineer assisted customer with cleaning and going through machine after water spill. Checked all drawers and pockets without any issue also cleaned machine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine had undergone cleaning due to a ceiling leak that occurred over the weekend because of a sewage backup on the floor above. The pyxis unit had been positioned directly beneath the leak, and the station was powered down to prevent further issues. There were no adverse events or injuries reported based on this event.